Event description:
It was reported that device embolization occurred. A concomitant ablation and left atrial appendage (laa) closure procedure was performed. The ablation procedure was successfully performed prior to the laa procedure. A 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Intracardiac echocardiogram (ice) imaging was used for procedural imaging. There was a total of four recaptures of the closure device. In the 135-degree view, there appeared to be a slight shoulder on the limbus, and the closure device was positioned slightly sideways. The closure device shape in the 135-degree view indicated that the compression was on the lower side. The compression measurement of the closure device in the 135-view was at 13%. The physician ended up deciding that this was the best position that could be achieved and released the closure device. The 0, 45, and 90-degree views indicated a higher compression compared to the 135-degree view, with a compression range of 13%-23%. Later that evening, the device was noted to have embolized to the left ventricular outflow tract (lvot). The closure device was percutaneously retrieved using snares. The patient's condition significantly improved once the closure device was removed. The patient was discharged later that week. It is unclear whether the patient will return for a second implant attempt.